Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the programmer froze while clearing the diagnostic history at the end of an implant procedure. Programmer was rebooted and it was noted that the patient data was deleted. However, device was pacing with no change in programmed parameters. The device was programmed to optimal parameter settings and patient information was entered again. Device was implanted successfully. The cause of the issue was unknown and no further information is available at this time. The patient was stable throughout the event.